Event description:
After 2 attempts the tibial insert did not seat properly on the baseplate. Another 13mm insert was available and impacted completely on the first attempt. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Event is associated with intra-operative procedure.